Manufacturer narrative:
The reported device was manufactured and distributed by (B)(4) and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of (B)(4) on (B)(4) 2014. Stryker became legal manufacturer of this product on (B)(4) 2015 and has taken the responsibility for medical device reporting. Unknown star talar component.

Event description:
A star was taken out and a t2 ankle nail was put in. Patient had pain after total ankle replacement and wanted it taken out.